Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the first event. The customer stated that during both events, the cannula of the infusion set was bent and outside of her body. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.